Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx rx drug eluting stent to treat a mildly tortuous and severely calcified lesion located in the mid left anterior descending artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated with a 2.5 mm balloon. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to pass the lesion and during removal strong friction occurred in the transition into the guide catheter. It reported that after removal, stent deformation was observed. According to the physician, there was a soft curve at the proximal part of the artery with heavy calcification. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: numerous kinks were visible along the hypotube during initial analysis. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 19th stent wraps, with struts raised. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. No other damage was apparent along the catheter during analysis. If information is provided in the future, a supplemental report will be issued.